Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned